Manufacturer narrative:
Product ID: 37642 lot# serial# (B)(4), product type programmer, patient product ID: 3 7085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID: 3389s-40 lot# v687522, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) showed a power on reset (por) message. The exact cause of the por message was unknown at the time of report. The patient was reported to have experienced a return of symptoms, including "bradykinesia, freezing, and rigidity." After the por had been "cleared," it was reported that the patient "was doing great again with his symptom control" and that the family was "satisfied with the result." A supplemental report will be filed if additional information becomes available.